Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a crack in it that was noticed when drawing up diluent. The following information was provided by the initial reporter: "immunizer was drawing up 0.8ml of diluent and noticed a crack in the 3ml syringe."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a crack in it that was noticed when drawing up diluent. The following information was provided by the initial reporter: "immunizer was drawing up 0.8ml of diluent and noticed a crack in the 3ml syringe."